Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient stated that his ins (located on the patient's hip) is not working because "sometimes it will go for a month, it won't take a charge, and it's not working". Patient said his reason for calling was to find a healthcare provider (hcp) in the area that can check the ins or explant it.